Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in the united kingdom, edwards received notification of an sapien m3 valve in mitral position where in the days immediately post procedure, patient reported feeling dizzy and had some issues with balance. Subsequently, a magnetic resonance imaging (MRI) revealed the presence of multiple small cerebral emboli. Procedure was completed successfully without issues. Patient was discharged and is recovering well.